Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a manufacturing representative (rep). It was reported that patient device was explanted. Patient reported pocket pain which was revised once. Patient also stated stimulation not helping despite several attempts to reprogram. Explant was performed (B)(6) 2018. The device was discarded the physician did not feel there was an issue with stimulator- did not feel should be returned. The issue has been resolved at the time of this event. Surgical intervention did occur. Patient is alive with no injury. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Product ID: 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had poor coupling with recharging. The patient stated the ins was deep but it started coming to the surface 2 months ago in (B)(6). The patient stated at this time the ins site started hurting and they had a pocket revision which resolved the issue on (B)(6) 2018. The patient stated they fell on (B)(6) 2018 but this was after the ins started coming to the surface. The patient attempted antenna locate on the call but this did not resolve the issue and they still had the poor coupling screen. The patient stated on the day of the revision the manufacturer representative (rep) programmed them and they were able to communicate and charge. They tried to charge a couple days afterwards and got the poor communication screen. Troubleshooting did not resolve the issue. A replacement antenna was sent. The patient was advised to consult a healthcare professional (hcp) if this did not resolve the issue. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient had pocket site pain after losing weight and noted that the ins appeared to be closer to the surface. The patient stated that the pain was intense and they really wanted to have it surgically addressed. The patient said that the ins significantly helped with their chronic pain and there was noticeably increased pain when the ins was not on. The rep reported that impedances were normal. The patient was referred to a healthcare professional for surgical consult. It was noted that the issue was not resolved at the time of the report. Additional information was received from the rep via the patient on (B)(6) 2018. There was an event date of (B)(6) 2017 for the patient complaining of pocket site pain. Environmental/external/patient factors that may have led or contributed to the issue include the patient losing a significant amount of weight. This has led to the ins feeling more shallow and causing discomfort when sitting or leaning against the ins. Impedances were all within normal limits. The ins was moved up a bit using the same incision but dissected up from the pocket site and implanted the ins using the same incision. The issue was resolved and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.